Manufacturer narrative:
(B)(4). Concomitant medical products: md hybrid glenoid base 4mm, lot#677720, item#113954, pt hybrid glen post regenerex, lot#182760, item#pt-113950; versa-dial/comp ti std taper, lot#351790, item#118001; comp primary stem 18mm mini, lot#969470, item#11638. The reported event was confirmed based on medical records received. No products were returned; therefore, the visual and dimensional inspections were not performed. Per the pre-revision notes, there is a right shoulder traumatic rotator cuff tear chronic in nature. Patient has pseudoparalysis of the right shoulder severe pain and no signs of infection. There is elevation of the humeral head component on x-ray. Patient continued to have pain due to rotator cuff and was recommended for revision for conversion to a reverse shoulder. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The definitive root cause is attributed to the traumatic event causing the rotator cuff tear. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to rotator cuff deficiency from a traumatic event. Attempts have been made and no further information is available.